Event description:
It was reported that the pacemaker produced an alert for right ventricular automatic threshold (rvat) test was suspended for four days. Technical services (ts) examined device data and determined that the rvat was suspended due to low evoked response. This right ventricular (rv) lead pacing impedances had been variable, ranging from 400 to 1200 ohms. It was noted that this rv lead was placed in the bundle of his and was not manufactured by boston scientific. Ts found episodes with noise on the rv channel during the implant procedure. Health care professional (hcp) stated that the rv thresholds had risen between 2 and 3 volts. Ts suggested a commanded auto test and a manual test to check thresholds. No adverse patient effects were reported. Currently, the pacemaker remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).